Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
The customer canceled the service call.